Event description:
A surgeon reported a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgery. The surgeon reported the pt was experiencing halos, glare, decreased distance and reading visual acuity, as well as double vision at near. The surgeon also noted the iol to be slightly decentered. The pt was given prescription glasses. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been expected. This report was mailed to FDA on: 02/23/2009.